Manufacturer narrative:
(D10) concomitant devices: 310-62-47 - stemless humeral head 47mm x 15mm x beta; 300-62-02 - stemless humeral comp integrip, cage, size 2; 314-13-13 - equinoxe cage glenoid medium, beta. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 1 month(s) and 9 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced pain and stiffness. Patient developed pain and stiffness post operatively. No improvement shown after 4 months. The patient underwent hydro-dilation procedure which reduced pain significantly, but patient remains stiff. The outcome of this event is considered continuing, and the case report form indicates that this event is unlikely related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, the reason for the pain and stiffness reported cannot be conclusively determined but may be related to an underlying patient condition, the development of scar tissue, and/or prolonged shoulder immobilization following shoulder replacement surgery. However, this cannot be confirmed because the devices were not available for evaluation, and no images or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.